Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 24 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. However, it was noticed that the delivery shaft was broke at about 3cm from the hub. The device was removed by a snare and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable following the procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). B1 adverse event/product problem: updated from adverse event and product problem to product problem. B2 outcomes attrib to adv event: updated from required intervention to prevent permanent impairment to not applicable b5 describe event or problem: updated h1 type of reportable event: updated from serious injury to malfunction h6 impact codes (1): updated from additional device required to no health consequences or impact

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 24 x 2.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. However, it was noticed that the delivery shaft was broke at about 3cm from the hub. The device was removed by a snare and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the shaft was broken in the sheath and no snare was used as it was directly pulled out during procedure.